Event description:
It was reported that the customer's insulin pump screen was missing some pixels and there was a line going through the screen. The customer's blood glucose was 222 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.